Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After the steerable guide catheter (sgc) crossed the septum, it was determined that the transseptal height was too low. When attempting to withdraw the clip delivery system (cds) into the sgc to optimize transseptal access, there was significant resistance. Troubleshooting was performed by advancing, opening, and re-closing the clip. The cds was able to be withdrawn into the sgc. Outside of the anatomy, suspected deformation was noted on the distal tip of the sgc. After reperforming transseptal access, a new sgc and mitraclip were used to successfully complete the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove cds from sgc was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.